Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source; however, customer reported that the date was incorrect. Tandem technical support assisted the customer in resetting the date. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was between 109 and 162 mg/dl.